Event description:
It was reported that difficulty was encountered while passing the iab through the introducer sheath. Because of this, the iab was removed and replaced. There were no pt complications.